Event description:
It was reported that review of auto mode switch cardiograms showed noise exhibited on the right atrial lead. The noise was reproducible in clinic through isometrics. No device intervention was performed. There were no adverse consequences as a result of the noise.